Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of unknown value. Customer also reported blank display which did not return after troubleshoot. No symptoms were reported. The customer was wearing the insulin pump during the hospitalization. The insulin pump is expected to be returned for analysis.

Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test and displacement test. Pump passed the dat test at 0.08690 inches. Unit alarmed unexpected alarm and memory loss after battery change due to leaking voltage. Unit was downloaded to carelink pro, however unit displayed "the device returned invalid entries: all data will be discarded" problem was isolated to m/b. Unit received with cracked case at the display window corners, display window, reservoir tube lip and battery tube threads. Unit received with minor scratched display window and case.